Event description:
The patient primary tsr was a bigliani with tm glenoid. The original primary surgery failed and was revised due to glenoid loosening on the (B)(6) 2013, when a smr anatomic total with l1 poly liner was implanted. The removal of the tm glenoid left a bone deficiency. However the surgeon declined to remove the bigliani humeral stem resulting in a bigliani-lima hybrid prosthesis. The surgeon indicated the patient was reaching overhead and felt a pop and subsequent pain and loss of motion. The xray showed no joint space between metal back and humeral head indicating the l1 liner had dissociated from the metal back glenoid. Revision surgery on (B)(6) 2015. The peg of the liner had snapped at the base. The surgeon was warned by the sales rep. Prior to making the decision to hybridise, the radius of curvature is likely to be different thus increasing the risk significantly of wear or worse. The event occurred in (B)(6).

Manufacturer narrative:
We checked the DHR of the batch involved, without finding any anomaly on the dimensions and on the raw material certificate of the poly liner. A total of (B)(4) poly liners have been manufactured with the lot # 1304553; (B)(4) of them have been used, and we received no other signaling on this lot number. By the event information, the use of an hybrid prosthesis and the glenoid deficiency present at the time of the implant surgery ((B)(6) 2013) could have contributed to the liner breakage. In this regards, the IFU provided with the smr system advise that "smr shoulder components should not be used with components from other system or other manufacturers". The only x-rays available to us were taken after the liner dissociation from the metal back. According to a medical evaluation of these x-rays, the prosthesis positioning seemed to be good. We also received some photos of the explanted liner, which show the breakage of the central poly peg. The explants and other x-rays were not given to us for a further analysis. With the available info, we could not perform a deep investigation on this event. In particular, we don't know how much the use of an hybrid prosthesis could have contributed to the liner dissociation and breakage. We are aware of 9 total cases of breakage of a l1 poly liner (model # 1377.50.xxx) requiring a revision surgery. About (B)(4) l1 liners have been sold ww since 2003; according to these data, the total breakage rate of l1 liners is (B)(4). About the other 8 cases reported of l1 liners breakage: we have been reported that 2 breakages were subsequent to patient trauma and other 3 breakages were subsequent to patient rotator cuff failure; this gives a breakage rate "product-related" of (B)(4) (4 events product-related). No corrective actions have been planned for this specific event. Limacorporate will keep the market monitored to promptly detect possible recurrence of such event. Device not returned to limacorporate.